Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the customer tried the epg with a different cable and the epg worked appropriately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was inoperative. It was noted that there was an issue with the patient cable. The status of the epg is unknown. There was no patient involvement.